Event description:
Per clinical trial (B)(6) : on (B)(6) 2016 , patient underwent bilateral revision mastopexy/reduction; superior pedicle using a full vertical and horizontal t incision. 2 separate pieces (device #1 and device #2) of galaflex were used. Concomitant procedure was fat grafting to breasts. On 6/16/16, allergic reaction; both breasts was reported. Patient was treated with medication (cortisone cream, medrol dose pack, hydroxyzine 25 mg ). Resolved without sequelae on 6/24/16. Review by medical affairs identifies the reported allergic reaction is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of allergic reaction. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR reports the ae of allergic reaction (device #2). An additional MDR was submitted to report additional ae of allergic reaction (device #1). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.